Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease sharp opening on posterior assessed as fold flaw opening. Additional observations: ¿ wear abrasion observed. ¿ crease fold observed. ¿ stress marks observed.